Event description:
It was reported the customer had damage to their insulin pump. The customer stated there was a crack by the threading of their reservoir chamber. The customer's blood glucose was 89 mg/dl. It was also found the customer had a partial display on their insulin pump. Customer was unable to recall how the damage occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test and no display anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.